Manufacturer narrative:
This report is being submitted to relay additional information. The device was returned for investigation. Device malfunction did not occur and the reported event was non-verifiable as it is a medical condition event and conditions of usage and patient factors are unknown. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number for similar event and no other complaint was identified. A definitive root cause could not be identified. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information provided.

Manufacturer narrative:
(B)(4).

Event description:
Doctor reports bone loss and infection around implant tsv4h10. Tooth site #30. The implant was removed.